Event description:
Patient reported that it feels like their bite is off and their jaw is off. Their bottom teeth are messed up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.